Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for unintended movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. A small left atrium led to barely adequate height above the valve. A clip was advanced without issues however, during deployment the clip was locked and completely closed, but opened during establishing final arm angle (efaa) to 25 degrees. The clip was not implanted and was removed. Another clip was implanted to complete the procedure. One clip total was implanted and the mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported clip failing to establish final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.